Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited loss of defibrillating therapy on a slow ventricular tachycardia. It was also found that the ICD exhibited loss of capture. No intervention was performed. Patient condition was unknown.